Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's mother reported that on 11/23/23 the display of the infusion device began presenting a defective display and by (B)(6) 2023, the display was completely blank and no information was visible. The mother reported that she was still able to use the infusion device by managing it with the accu-chek performa combo meter. On (B)(6) 2023 the customer began feeling malaise and vomited. At this time the user obtained a blood gluccse result of 120 mg/dl. The mother felt that this blood glucose reading was accurate and reported that the customer was vomiting from taking a new medication, vitamin d. On (B)(6) 2023 the customer felt abdominal pain and was still vomiting, so the mother transported the customer to the hospital. Upon arrival at the hospital, the customer received a blood glucose result of 400 mg/dl and was diagnosed with ketoacidosis. At the hospital the customer was disconnected from his infusion device and was treated with a potassium drip and insulin administration. At the time of the report the customer was stable and was scheduled to be discharged on (B)(6) 2023.